Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided and a root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
Halyard received a single report that reference two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 9611594-2016-00034 for the second report. It was reported by the caregiver that a patient's low profile gastrostomy feeding tube has been in place for six months and was due to be changed out; however, the balloon could not be deflated in order to remove the device. The caregiver also tried using the straight end of a paper clip in the balloon inflation port to open the valve but it was unsuccessful. When the caregiver pulled back on the plunger of the syringe, very little water came out. The caregiver also stated that, this has happened before and the patient had a surgical procedure in the operating room to remove the device. Additional information was received on (B)(6) 2016 that stated, the caregiver took the patient to the doctor's office to see if the tube could removed, but the doctor could not remove the low profile gastrostomy feeding tube. The doctor used scissors to cut the balloon inflation port but was still unable to remove the tube. The patient was scheduled for another surgical procedure to remove the low profile gastrostomy feeding tube on (B)(6) 2016. The caregiver is still able to feed the patient through the tube at this time. No additional information provided.